Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed/ patent, triangular; embedded within bilateral cornua and extending into the fallopian tubes, are linear gray spring-like devic") in a 26 year-old female patient who had essure inserted. The patient had a medical history of hives, rash, chronic abdominal pain, bacterial vaginosis, elective abortion and multigravida (2009: type of delivery: vaginally: no complications in pregnancy or delivery. 2010: type of delivery: vaginally. 2007: spontaneous abortion. 2013: type of delivery: vaginally. 2014: current pregnant). Concurrent conditions were listed as nickel allergy, joint pain, hair loss, itching, fatigue, back pain, left lower quadrant pain, depression, skin irritation, hair loss, feeling unwell, pelvic pain female and menorrhagia. Concomitant products included advil (ibuprofen), marvelon (desogestrel, ethinylestradiol), naproxen, cymbalta (duloxetine hydrochloride), ibuprofen, acetaminophen (paracetamol), tramadol and acetaminophen (paracetamol, tramadol hydrochloride) and duloxetine (duloxetine hydrochloride). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 77 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with tramacet (paracetamol, tramadol hydrochloride) as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: operative consult note: the essure was applied in the left ostia with no issues. The same was completed with the right ostia. The procedure ended well with no complications. Nursing notes: coils seen on left 9 coils seen on right 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2015: gross description: specimen consists of uterus cervix bilateral tubes specimen type/ procedure: total hysterectomy and bilateral salpingectomies specimen integrity intact; attached adnexa attached right fimbriated fallopian tube: length: 7.5 cm, diameter: 0.5 cm attached left fimbriated fallopian tube: length: 5.5 cm, diameter: 0.5 cm endometrial cavity: patent, triangular; embedded within bilateral cornua and extending into the fallopian tubes, are linear gray spring-like devices consistent with "essure" devices. Right fallopian tube congested with multiple paratubal cysts (0.1-0.2 cm) left fallopian tube multiple paratubal cysts (0.1 cm) final diagnosis: uterus, cervix, bilateral fallopian tubes ¿ endometrium: benign proliferative type endometrium, negative for atypia or polyp ¿ cervix: ectocervical keratosis. Negative for dysplasia ¿ myometrium: no pathologic. Spring like inserts noted in cornua ¿ fallopian tubes: no pathological diagnosis. Reactive changes in proximal tube related to core-like inserts [ultrasound pelvis] on (B)(6) 2015: the uterus is unremarkable. The endometrium and bilateral ovaries are unremarkable. Bilateral essure coils are identified and appear unremarkable within limits of an ultrasound. No free fluid in the pelvis. Impression: unremarkable exam. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jul-2024: medical record received. Lab data including (pathology report) added. Patients name, initial, date of birth & other demographic details updated. Essure insertion & removal date , essure removal surgery details updated. Medical history, concomitant conditions, concomitant drugs were added. New reporters were added. Event medical device removal is updated to embedded device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.